Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was placed in the patient's ureter following an extracorporeal shock wave lithotripsy procedure on an unknown date. Approximately (B)(6) months post implantation, the physician attempted to remove the stent and the renal end uncoiled and came down to the ureter as intended. However, the stent got stuck inside the lower ureter and could not be removed at that time. The stent was removed at a later, unknown date using forceps through a cystoscope. A guidewire was also used. The removed stent was examined, and reportedly, there was no calculus attached to the stent or occlusion inside the stent. There were no complications to the patient, who was reported to be in "good" condition at the conclusion of the procedure.

Manufacturer narrative:
Although the lot number was not provided, it was reported that the device was not used past its expiry date. (B)(4) for difficulty removing stent.